Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for the failure was isolated to an internally pulled pulse wire broken from the solder connection in the cable connecting the distribution node to the rear therapy electrode. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.